Event description:
A malfunction was reported on the customer's pump, resulting in a dark screen that would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to connect the pump to a power source, and it successfully powered on; however, the malfunction code was not resettable. The customer was informed about backup therapy using multiple daily injections to ensure insulin delivery was not interrupted, and a replacement pump was arranged. Instructions were provided for returning the faulty pump and for the steps to follow upon receiving the replacement, with the customer acknowledging the guidance received.